Event description:
This rv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018. A product experience report was received on (B)(6) 2018 stating that this lead exhibited loss of capture, high pacing threshold and pacing inhibition. The physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).